Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging the display screen was dim and discolored. It was reported the pump was used for demonstration and not for patient use. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 03/28/2014-product analysis:the pump has been returned and evaluated by product analysis on 03/11/2014 with the following findings:investigation revealed that the display screen was dim and discolored.